Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6)2017. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 the patient experienced asthma exacerbation and was seen in the hospital. The patient was given a steroid (predonisolone) to treat the asthma exacerbation. On (B)(6), 2017 the patient's condition had not improved, so the patient was admitted to the hospital. As of (B)(6) 2017 the patient was reportedly still in the hospital. MFR report# 3005099803-2017-02800 created for adverse events related to bt procedure 1 performed on (B)(6), 2017. MFR report# 3005099803-2017-02799 created for adverse events related to bt procedure 2 performed on (B)(6) 2017. MFR report# 3005099803-2017-02923 created for adverse events related to bt procedure 3 performed on (B)(6) 2017.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 the patient experienced asthma exacerbation and was seen in the hospital. The patient was given a steroid (predonisolone) to treat the asthma exacerbation. On (B)(6) 2017 the patient's condition had not improved, so the patient was admitted to the hospital. As of (B)(6) 2017 the patient was reportedly still in the hospital. MFR report# 3005099803-2017-02800 created for adverse events related to bt procedure 1 performed on (B)(6) 2017. MFR report# 3005099803-2017-02799 created for adverse events related to bt procedure 2 performed on (B)(6) 2017. MFR report# 3005099803-2017-02923 created for adverse events related to bt procedure 3 performed on (B)(6) 2017. Additional information received on 04oct2017. The patient was discharged on (B)(6) 2017.